Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted colectomy procedure, the device tore while being used. There was no patient consequence.